Event description:
The customer reported that this intellivue x2 measurement server had generated a visible "speaker malfunc." Inop message and that the speaker assy had failed to generate any sound at all.

Manufacturer narrative:
(B)(4). The customer reported that this intellivue x2 measurement server had generated a visible "speaker malfunc." Inop message and that the speaker assy had failed to generate any sound at all. The customer furthermore reported that alarm lights turn on and they can see alarms but there is no sound. At this point in time, it remains unknown if this "alarm" represents the displayed inop message, or if in fact a parameter alarm was generated. As the customer has apparently recognized the situation/alarm/speaker failure, and as no patient adverse event/adverse patient impact was reported to have resulted from this issue, it is considered that the issue was immediately obvious to the user. Generally, patient alarms & technical inops will continue to be annunciated at the central station (if networked). In an abundance of caution, we will report loss of audio even though a visual warning is provided and product labeling describes personal surveillance. The intention on monitoring would be in close personal observation as specified in the product labeling. This would alert the user to a possible device issue to troubleshoot the device or implement alternative monitoring per hospital protocol, and/or to troubleshoot the monitor. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.